Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had a blood glucose of 40 mg/dl, asymptomatice. Patient required no unusual treatment reporter felt that the pump is instructing to give too much insulin when using ezcarb setting. Customer support went through troubleshooting the pump and did ezcarb with reporter; found pump was calculating correctly. During troubleshooting customer support (cs) found no potential causes of an inaccurate delivery issue: time/date were correct, basal and bolus histories were as expected. Cs attributed the bg excursion to an unspecified training/misuse issue this complaint is being reported because it was determined that the alleged hypoglycemic event was related to training/misuse factors.